Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was power-broken. The reported conditions were confirmed. It was determined that the pin was pushed back in the connector due to the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. It was determined that the connector body was loose because of loctite deterioration. It was determined that the device failed safety assessment due to the device being power-broken. It was determined that the device was power broken due to a failure to follow directions for use and running the device in the safe or load position. The device showed signs of damage that were caused by immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and /or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device did not rotate, the connector pins were pushed in, the connector body threads were loose and the device had a safety failure. During in-house engineering evaluation, it was observed that the device was power-broken. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.